Event description:
The customer called and reported that after being off her insulin pump for about two months, she replaced the battery and received several alarms. The customer's blood glucose was 87 mg/dl. The unexpected restart alarm occurred after the device was not in use for an extended period of time. In the alarm history, there were three instances of another alarm that may have indicated a displayable history check failure upon startup. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the unexpected restart and self-test, no unexpected alarms were noted. However, the device had had multiple displayable history crc check failed on startup alarm in alarm history screen, due to corrupted history file. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.